Event description:
On 11/1/96, the facility central supply supervisor contacted the MFR and reported that the device had been explanted on 10/02/96 as the catheter broke off the device. It was additionally stated that the break was inside the hub; as a result, the device catheter embolized to the heart. The device was stated to have been implanted within the right subclavian on 10/3/95 for use in the pt's chemotherapy treatments.